Event description:
(B)(6) - the dealer reported that the unknown model and serial numbers power wheelchair joystick was malfunctioning, and the power cord has been pinched. There was no patient injury reported.